Manufacturer narrative:
Due to character restrictions in block e1 event site : new york presbyterian hosp-columbia a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) displayed system failure. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, d9, g3, g6, h1, h2, h6(health effect ¿ clinical code, type of investigation, investigation findings, component codes, investigation conclusions), h11. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, the failure analysis and testing dept. Received part pcba, solenoid control _edm with a reported unit failure of system failure on screen.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part pcba, solenoid control edm into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual after 3 hours of run time, the fat dept. Could not replicate the complaint of system failure.the board passed testing.retaining the board in the fat dept. Per procedure.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. System failure reported by clinical end user. Fault logs were analyzed. The following critical fault code recorded multiple times:fault code 118 sol wdt fail a critical error detected in the hardware watch dog circuit on the solenoid driver board. The solenoid control pcba was replaced.safety disk and tidal volume disk were also replaced. Device passed all functional and safety tests per factory specifications.the following investigation was performed by carl famulare, technician of the maquet failure analysis and testing dept. (Fat) wayne.the failure analysis and testing dept. Received part pcba, solenoid control with a reported unit failure of system failure on screen.the failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition.the failure analysis and testing dept. Installed part pcba, solenoid control edm into the cardiosave test fixture sand tested the board to factory specifications per procedure. And the cardiosave service manual after 3 hours of run time, the fat dept. Could not replicate the complaint of system failure.the board passed testing.retaining the board in the fat dept. Per procedure.